Manufacturer narrative:
(B)(4). Date sent: 6/6/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? Yes, first reload did deliver staples if yes, were the staples formed properly? Not available. If yes, was the staple line complete? Not available. Did the device cut? Yes. If yes, was the cut line complete? Not available. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Device was not closed on tissue inside the patient. If yes, did the jaws eventually open? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler malfunctioned. They got another device to proceed with the case without any patient harm.

Manufacturer narrative:
(B)(4). Date sent: 7/23/2024. D4: batch # 129c61. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. A gst60w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 129c61, and no non-conformances were identified.